Event description:
The customer reported that while testing the pacemaker functionality on this device prior to use on a patient, the device did not pace. There as no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.